Event description:
According to lantern ae form, following an ablation procedure and craniotomy on (B)(6) 2020, the patient experienced an intraparenchymal hematoma with intraventricular blood and midline shift. The patient received interventions of evacuation and ventriculostomy, and was hospitalized (B)(6) 2020 to (B)(6) 2020. The adverse event was indicated as definitely related to the surgical procedure, and resolved on (B)(6) 2020.